Manufacturer narrative:
(B)(4). The assignable cause for the report of a caution negative ultrafiltration alarm and development of a hydrothorax was undetermined. A service history review was performed on the device and no issues were identified. The device was not returned to baxter, precluding further device investigation. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
The customer contacted baxter's technical service center regarding a caution negative ultra filtration alarm, which occurred on the homechoice (hc) during use during the previous therapy. The caregiver (cg) disconnected the home patient (hp) and called the peritoneal dialysis (pd) nurse. The pd nurse suggested the hp perform a manual drain and inject heparin. The cg stated the hp was not able to drain manually either. There was no patient injury or medical intervention indicated at the time of the initial report. The following additional information was obtained from the pd nurse on (B)(6) 2011. The pd nurse stated the hp had developed a hydrothorax and was unable to resume therapy. The hp was currently on hemodialysis. The pd nurse stated there was leakage of the pd fluid and possible problems with the diaphragm. No additional information was provided.

Manufacturer narrative:
(B)(4). The pd nurse declined to return the homechoice device for evaluation. A follow-up report will be submitted upon completion of baxter's investigation.